Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was aspiration problem with cutter (vitrectomy probe) during surgery (procedure type unknown). The procedure was completed on same day by replacing the product. There was no impact to the patient.